Event description:
It was reported that the right ventricular lead was replaced due to an apparent fracture. The ICD was explanted due to premature battery depletion from inappropriate shocks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported that the right ventricular lead was replaced due to an apparent fracture. The ICD was explanted due to premature battery depletion from inappropriate shocks. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated battery, premature discharge of.